Event description:
It was reported during a prostate procedure first fiber stopped working due to time limited by the console. The fiber was exchanged and second fiber displayed overheating notification on the console. The connections were verified with no issues and the fiber was disconnected. The fiber was reconnected and issue was not resolved. The fiber was used only for 30secs and less than 3000 joules. The procedure was aborted prematurely. No patient outcome information was provided. This event is for second failed fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The fiber shows minimum signs of usage. The glass cap exhibits mild devitrification at the output window location. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the analysis, an evaluation conclusion code of no problem found was assigned to this investigation. Analysis of the returned fiber, did not identify signs breaks/fractures at the tip or along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during a prostate procedure first fiber stopped working due to time limited by the console. The fiber was exchanged and second fiber displayed overheating notification on the console. The connections were verified with no issues and the fiber was disconnected. The fiber was reconnected and issue was not resolved. The fiber was used only for 30secs and less than 3000 joules. The procedure was aborted prematurely. No patient outcome information was provided. This event is for second failed fiber.